Event description:
A presentation at an international congress reported adverse events associated with implantable collamer lens (icl) implantation. This was a study of 86 patients (115 eyes). Ages (17 to 50) in which 5 eyes experienced lvc enhancements, 4 eyes experienced lens exchanges due to excessive vault and 2 eyes experienced cataract surgeries unrelated o the icl per the presentation. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event following icl implantation. Claim: (B)(4).